Event description:
During a follow-up visit after approximately 3 months of implantation, lack of stimulation was observed by the physician even with a 5v programmation. A repositioning of the lead was attempted, but there was still lack of stimulation. The entire pacing system was subsequently replaced. The subject pacemaker is associated to a lead: (B) (4)

Manufacturer narrative:
(B) (4). Conclusion: the electrical characteristics of the returned device were within specifications; the inspection of the connector header revealed: damages at the screwdriver slot (hole in the silicone cover) and presence of blood in the corresponding terminal block; these damages confirm difficulties were met during the screwing/unscrewing operations; however, it is not possible to determine whether these damages resulted from screw operations at the beginning of the implantation procedure or when disconnecting the device, i.e. Whether there is a link between these damages and the reported event; no egm episodes were available to review the reported behavior. Because of these findings, it is likely that the electrical continuity has not been ensured between the leads pins and the pacemaker components; consequently, sensing and pacing failure could have been observed at the ventricular level. The origin of this defect could be: a lead failure, fracture, dislodgement, bad connection of the lead, connector failure or loosen setscrew. Analysis report (B) (4). Note: case linked to the lead sbtf26d (B) (4).